Event description:
It was reported that seven blood leaks occurred from initial use to the 5th reuses. The company has been waiting for the detailed information but so far, the company could not receive any further report. In the meantime, the company received three complained filters of aps-900s lot no. 61686f-z.